Manufacturer narrative:
The suspect device was returned to olympus. However, device evaluation has not yet begun. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s probe broke into two pieces and fell inside the patient's body during a hysterectomy. The fallen piece was retrieved immediately. Another instrument from the same package was used and the same defect occurred. The procedure was completed with a similar device after a delay of a couple of minutes. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - thunderbeat 1/2. (B)(6) - thunderbeat 2/2.

Event description:
Additional information was received from the customer. The first probe fell into the patient's pelvic area during a total laparoscopic hysterectomy and was retrieved using a lap grasper. The second probe was indicated as broken due to the usg-410 error message - probe fail. The error occurred after the third thunderbeat activation. It did not detach from the thunderbeat instrument. As a precaution, it was not being used anymore.

Manufacturer narrative:
This report is being supplemented to report additional information received from the customer as reflected in b5. The suspect device was returned to olympus for evaluation. The probe was broken at 11 millimeters from the distal end site. Additional findings included a scratched coating on the jaw, peeled off coating on the electrode, and the probe tip was burned and had a contact mark. The phenomenon may have occurred due to the following mechanism: 1) during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3) the probe was broken by excessive load in seal & cut mode or grasping tissue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.